Manufacturer narrative:
The customer¿s report of pump modules shutting off was confirmed. Physical inspection noted the device to be in good condition but with signs of corrosion on the right iui . Analysis of the pcu event log shows 2 channel disconnects occurred on (B)(6) 2016. The first occurred at 2:21 pm involving pump module s/n (B)(4); the second one occurred at 2:33 pm involving pump module s/n (B)(4). Channel disconnects were replicated during functional testing. Three of the pump modules were observed to have corrosion on their right (male) iui, which could lead to disconnects on devices that were attached to those corroded iui¿s. The root cause of the customer¿s report of pump modules shutting off was identified as channel disconnects caused by corrosion on the devices' iui connectors.

Event description:
The customer reported an unspecified alarm occurred, all 4 channels were affected and the system shut down during unspecified infusions. There is no report of patient harm.